Manufacturer narrative:
The customer exchanging the electrodes resolved the issue. It was found that the electrodes were due for replacement on (B)(6) 2024. But had not been replaced since (B)(6) 2024. The investigation did not identify a product problem. The root cause of the event was found to be consistent with user error.

Manufacturer narrative:
The na electrode lot number and expiration date were not provided, the investigation is ongoing.

Event description:
There was an allegation of questionable gen.2 ise indirect for na results for 1 patient sample on a cobas 8000 cobas ise module. The initial na result was 145 mmol/l. The sample was repeated twice and the results were 151 mmol/l and 154 mmol/l. The sample was also repeated on another 8000 ise module and the result was 144 mmol/l. The result of 144 mmol/l was deemed correct.